Event description:
It was reported that during an open lar, tx30b was fired. However, when leak test was performed, it is found that the staple line was loose in the middle. Surgeon mentioned that the staples did not capture the tissue fully in the middle but there were dog ears at the side. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 3/23/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Was there a change in the procedure? If yes, please explain. 1. No 2. Could you please clarify if there were any patient consequences? 2. No patient consequences 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 3. No post op care dog ears at the side means the staple line at the two ends were secure but the middle is loose. Surgeons suture over the staple line in the same procedure after finding out that the staple line is loose. Surgery was delayed for around 30 mins as they had to suture over staple line. Procedure was successfully completed and the patient is in recovery now. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4: batch # 450c73. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30b device arrived with no apparent damage and with a xr60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek returned along with the device. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 450c73, and no non-conformances were identified.